Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home with his wife prior to passing. It was reported that the lifevest was alarming and saying not to touch the patient. It was reported that the cause of death was cardiac related and that emts performed resuscitation efforts. Per clinical review of the available ECG data, the patient received four appropriate treatments during vf and one additional treatment while the ECG was obscured by CPR artifact. The device detected an arrhythmia at 09:22:19 while the patient was in in vf with CPR/motion artifact, with response button use. It is unclear who was pressing the response buttons. The device then detected another arrhythmia at 9:22:57, while the patient was in vf with motion artifact. The patient received the first appropriate treatment at 9:23:35, while the patient was in vf with motion artifact. The treatment did not convert the arrhythmia and the patient's post shock rhythm was vf with motion artifact. The patient received the second appropriate treatment at 9:24:07, while the patient was in vf with motion artifact. The patient's post shock rhythm was asystole with cardiac activity and CPR /motion artifact. Post shock asystole is a known adverse effect of defibrillation therapy. The device detected another arrhythmia at 09:33:58 with vf with CPR/motion artifact. The response buttons were pressed from 09:34:20 to 09:34:57. The patient received a third treatment while CPR artifact obscured the ECG. The patient's post shock rhythm was asystole with cardiac activity. The response buttons were pressed from 09:36:23 to 09:36:24. The device asystole degrading vf with CPR/motion artifact. The device then detected another arrhythmia at 9:38:39 while the patient was in vf with CPR artifact. The patient received a fourth appropriate treatment at 09:39:37 while in vf. The patient's post shock rhythm was obscured by CPR artifact. The patient received a fifth appropriate treatment at 9:40:09, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was asystole with cardiac activity. Post shock asystole is a known adverse effect of defibrillation therapy. The patient was seen in asystole with CPR/motion artifact from approximately 09:40:06 until the device was shutdown at 9:52:56 on (B)(6) 2020. The patient passed away on (B)(6) 2020 between 10-11 am. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.